Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable throughout and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, two ventricular fibrillation episodes were noted with inhibited therapy due to right ventricular lead noise. Double counting of p-waves and r-waves were seen. Chest x-ray confirmed that the right ventricular lead was dislodged and position in the right atrium. The patient was brought into the clinic and therapies were disabled. The patient was stable. Lead revision was discussed. No intervention was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.